Event description:
Caller states the patient tested 5.2 inr on the coaguchek xs system and 3.9 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The site reported the following: a patient with an admitting diagnosis of chest pain was undergoing a cardiac catherization and coronary intervention of the left anterior descending artery. Post balloon dilatation and stent deployment of the left anterior descending artery, slow flow was noted on the angiogram. The patient received intracoronary calan for slow flow, intravenous integrilin for slow flow, and intravenous atropine for bradycardia. The patient became hypotensive and the bradycardia was not responding to atropine. An intra-aortic balloon pump and a temporary pacemaker were inserted. Additionally, the patient's sedation had to be reversed due to decreased level of consciousness. The patient was then transferred to the intensive care unit. The most recent information that we received indicated that the patient was extubated and discharged to the step down unit. Post procedure, the physicians involved with the case reviewed the angiograms and concluded that this event was caused by either an embolism or an air injection.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.